Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired four to five clips and then locked out like the device was empty. The device opened as intended. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Steris conducted refresher in-service training regarding the proper use and maintenance of the table.

Manufacturer narrative:
The user facility reported that the foot of the table moved while transferring a patient from a stretcher to a surgical table. The patient slipped through the space between the surgical table and the stretcher and the operating room staff lowered the patient to the floor. The patient was given a CT scan and released after observation. The patient has reported no new adverse effects. The hospital confirmed that the table was appropriately plugged into a power outlet and in the locked position. A steris service technician visually examined the table and noted that the rubber padding was missing on the locking feet of the table. Additionally, the feet of the table were incorrectly locked in a position so that they were touching the floor; the correct adjustment is for the casters to be ¼" above the floor in the locked position. The hospital reported that the table is maintained by a third party service provider and steris did not repair or maintain the table prior to the incident. While on-site investigating the incident, the steris service technician reviewed the manufacturer's specifications for installing and adjusting the locking feet with the facility biomedical technicians. The facility has ordered new feet for all facility surgical tables and has increased their inspection frequency from 6 to 3 month intervals. An in-service training in the use and maintenance of this table has been offered to the user facility.